Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report numbers.: 3004608878-2019-00984 and 3004608878-2019-00990.

Event description:
This is 2 of 3 reports. A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp slipped that resulted with patient injury. Additional information received on 03sep2019 indicating that the patient was prone during a posterior cervical fusion (pcf) procedure on (B)(6) 2019. The patient had a laceration to the scalp and facial contusion. A 30-minute delay in surgery was noted with no adverse consequence as a result of the delay.

Manufacturer narrative:
Device identifier (B)(4). The device was returned for evaluation. The device history record showed no abnormalities related to the reported failure. The 211 devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint is not confirmed. No issues observed from the evaluation. With respect to the returned unit it has passed all specific functional testing requirements . When unit is properly positioned and put under pressure unit would not have slipped.pm maintenance and cleaning required at this time. The definite root cause of the reported condition cannot be reliably determined. Most probable root causes are: incorrectly assembled device. Improperly tested/inspected device. Improper technique used during procedure. Inadequately maintained device used for procedure.

Event description:
N/a.